Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm that fluid leaking from filtered line out of base of blue connector piece. Valve inside of blue connector ¿ pieces getting stuck and not allowing back priming. Leaking noted from filter component of the line. This has occurred on two separate occasions at different sites (same lot number). The event occurred during immediately on use.